Event description:
The hcp reported that the device was explanted after any implant duration of 80 months due to a recall. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
H6 - the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.